Event description:
Advancement of the zenith aaa graft was extremely difficult due to the degree of tortuosity in the iliac arteries. Deployment of the contralateral leg noted an impingement on the graft lumen at the noted curve in the common iliac artery. Another manufacturer's stent was deployed within the contralateral leg, increasing the radial force at the site of the noted impingement, preventing future possible complications. No endoleaks noted at the conclusion of the procedure; and a smoothing out of the vessel at the site of intervention.